Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for bacterial peritonitis. The patient was treated with unspecified antibiotics for the peritonitis. The cause of the peritonitis was unknown. The patient was discharged from the hospital after about a week. It was not reported if the patient had recovered from the peritonitis or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date was not reported however it was mentioned that the peritonitis started a week from the date of the report, (B)(6) 2013. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.